Event description:
Caller reported a cartridge alarm that occurred during the load process but confirmed that there was no adverse impact to the customer's blood glucose level. Customer had not previously reported this specific alarm with the pump but experienced consecutive cartridge alarms. Technical support resolved the issue by confirming a replacement pump shipment and provided instructions on putting the current pump into storage mode and returning it within 10 days. Customer agreed to use multiple daily injections as a backup therapy and understood the steps involved upon receiving the replacement pump.